Event description:
It was reported that left ventricular (lv) lead exhibited loss of capture and out of range pacing lead impedance(pli). The lead was found to be dislodged. The lead was explanted and replaced. The patient is in stable condition.